Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. A healthcare provider recommended that the customer discontinue use of the pump. The customer did not provide further information. Although multiple attempts were made to obtain more information, the customer did not reply to the requests.